Manufacturer narrative:
The octrode leads were explanted for unknown reasons. There are no allegations against the leads. As received, both leads were complete but cut (the complete 60cm was returned). The leads were returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. Continuity of the lead body segments were measured from end to end of each wire. No opens were observed in any of the lead segments.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 3006705815-2021-02958, 3006705815-2021-03515. It was reported the patient¿s system was explanted for an unknown reason. Additional information was not provided.